Event description:
A report was received via social media that the patient was hospitalized due to bilateral pulmonary emboli and a fib. It was unknown if it was device or procedure related. The patient underwent an explant procedure. No further information could be obtained.